Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the previous device change the right ventricular (rv) lead had high thresholds and sensing and impedance issues. Insulation damage was apparent near the yoke. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.